Manufacturer narrative:
H6 codes: updated. The suspected pump was not returned for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was due to finish infusing but there was still infusate left in the reservoir. Per reporter, the upstream sensor was off, the bag looked full, the clamp between the pump and the IV bag was open, and the settings matched the label. Reporter alleged that the pump indicated 90.9 mls remained the night prior and, in the morning it, still showed 90.9 ml. The reservoir volume was 90.9 ml, the rate was 1.7 ml per hour over 96 hours, and the volume given was 68.7 ml. The issue occurred at the patient's home and no symptoms were reported. The customer also alleged that a similar issue was experienced previously with the same device and upon returning to the clinic, it was found that the patient closed a clamp.